Event description:
Follow-up info received for three pts that developed toxic anterior segment syndrome (tass) identified the intraocular lens as a possible contributing factor. This report is being submitted as MFR number 1119421-2006-00235. The other MFR report number are: MDR# 1119421-2006-00234, MDR# 1119421-2006-00236. In this case tass developed in the first 24 hours following surgery. On postoperative day one examination revealed fibrin 3+ cells in the anterior chamber (ac), 5% hypopyon, fibrin across the pupil and trace descemet folds. The pt was treated with a topical antibiotic and steroid. The tass resolved in seven days. The surgeon reports the cause of tass remains unk.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. Sterilization batch records were reviewed and documentation indicates the cycle ran within all required parameters. There has been no other complaint reports received for this lot number.